Event description:
It was reported that customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when she insert the sensor and when they removed the needle it must pull the cannula out and their was no cannula. The customer stated that they could not see or feel anything into her body and the needle is hard to removed. The patient stated that the transmitter was not blinking and took if off and saw that there was not an electrode wire. The customer was advised that the sensor will be replace. No further information reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor, unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Unable to confirm needle complaint due to customer not returning insertion needle, only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.